Event description:
The reporter stated that the surgeon inspected a visian implantable collamer lens model micl 12.6 prior to use and thought it had a fiber on it, so he didn't want to use it. There was no pt contact or injury.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows one haptic has two tears in it and the other haptic has one tear. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search, and there were no similar complaints found. Conclusion: no conclusion can be drawn. Based on the complaint history work order search and eval of the returned product a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for eval.